Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon was implanting a variax clavicle plate, ref# 628046, and wanted to implant a variax nonlocking screw 3.5mm x 18mm in the oblong hole. The screw went through the plate.

Event description:
The surgeon was implanting a variax clavicle plate, ref# 628046, and wanted to implant a variax nonlocking screw 3.5mm x 18mm in the oblong hole. The screw went through the plate.

Manufacturer narrative:
Summary: only the cortical screw has been received for investigation, therefore, the reported event that the concerned item slipped through the oblong hole could not be confirmed. No x-rays or further information is available so far. The surgeon may tried to use the oblong holes for final fixation. Final fixation is meant to be done through screws in circular holes. The variax clavicle plate oblong holes are intended to be used for prepositioning of the plate only. The range of inserting angulation is ±15°. Excessive angulation beyond 15 degree can lead to the reported failure. The event was caused by plastic deformation of the device. The visual inspection showed that the flanks of the screw thread and hexagonal screw inlay were damaged. Based on the investigation, the root cause high torsional forces and incorrect insertion were attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.